Event description:
It was reported that the battery of this implantable pulse generator was suspected to be depleting prematurely as the estimated longevity remaining decreased from 1.5 years to trigger elective replacement indicator (eri) over the course of 10 months. It was also mentioned that the patient experienced a different heart rate. The patient was then hospitalized and scheduled for replacement. The device was subsequently explanted and replaced. No additional adverse patient effects were reported. It was mentioned that the patient generated certain conditions to be met before releasing the device for analysis. The conditions have not yet been met, therefore, the device is not yet expected to be returned for analysis. Further information is requested.

Event description:
It was reported that the battery of this implantable pulse generator was suspected to be depleting prematurely as the estimated longevity remaining decreased from 1.5 years to trigger elective replacement indicator (eri) over the course of 10 months. It was also mentioned that the patient experienced a different heart rate. The patient was then hospitalized and scheduled for replacement. The device was subsequently explanted and replaced. No additional adverse patient effects were reported. The device is not expected to be returned as it was kept by the patient.

Event description:
It was reported that the battery of this implantable pulse generator was suspected to be depleting prematurely. The patient visited the hospital on (B)(6) 2023 and the battery of the device was observed in end of life (eol) status. In addition, the device triggered safety mode operation on (B)(6) 2023. The estimated longevity remaining of the device was expected to be 1.5 years from (B)(6) 2022, however, the device triggered eol over the course of approximately 11 months, on (B)(6) 2023. It was also mentioned that the patient experienced a different heart rate, reaching 50 beats per minute (bpm) and feeling very tired. The patient was then hospitalized and scheduled for replacement. The device was subsequently explanted and replaced. No additional adverse patient effects were reported. The device is not expected to be returned as it was kept by the patient.